Event description:
It has been reported that after a successful shock, the defibrillator would not shock again despite the "shock advised" announcement and the shock button being pressed twice. There are no known consequences or impact to the patient.

Manufacturer narrative:
Updated investigation coding grids.